Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she experienced hyperglycemia of up to 500 mg/dl on (B)(6) 2011. She changed the infusion set and delivered boluses to treat hyperglycemia, but the problem persisted. She then switched to injection therapy, and her blood glucose was "acceptable". She started the backup infusion device using a new infusion set on the next day, and she did not experience add'l problems. She restarted the primary infusion device using a new infusion set, but her blood glucose elevated again. The primary infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.